Manufacturer narrative:
No service on the ventilator has been requested by the hospital. Investigation was performed by the biomedical engineer at the user facility. Several parts were replaced but the reported issue persisted. Provided ventilator logs confirm the reported event of failed internal leakage test. Due to the age of the ventilator, the user facility decided to not continue with troubleshooting and instead scrap the unit. No further investigation has been possible, therefore the root cause of the reported event has not been determined. (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).